Event description:
The device was returned to the manufacturer after being prophylactically explanted. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed antenna: electrical discontinuity/open. The no telemetry condition was the result of an open antenna.